Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead, was presented in the hospital due to shocks for ventricular tachycardia (vt). Upon device check, the medical staff was unable to verify any appropriate shocks for vt, because the information in the device had been overwritten by episodes of noise on the rv pace/sense channel. Additionally, it was observed that pacing impedance measurements had trended downward, from 700 ohms to less than 200 ohms. An invasive revision procedure was performed and the rv lead was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.